Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ tip syringe leaked past the plunger. The following information was provided by the initial reporter: "several syringes today that leaked medication out of the back of the plunger when the technician tried to inject it into the IV bag. After multiple occurrences, I felt it best to report as a possible product lot issue. There was also a report of this happening with the 50 ml bd luer lock syringe as well, but apparently not as often. Lot# (B)(4)."